Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, customer reported that the dxc 600 instrument was generating cartridge chemistry (cc) reaction wheel temp errors the day before. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting and had the customer reboot the system. Customer also a found broken cuvette in the reaction wheel. Cts advised the customer to wear personal protective equipment, and the customer replaced the cuvette and washed all cuvettes. Customer rebooted the system and the issue was resolved.